Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Current controls in place to mitigate this failure include: system IFU states to examine each pad for damage prior to placement. Ifus caution that pads punctured with sharp objects and that punctures will result in air entering the fluid pathway and may reduce performance; pad0089-00; inherent by design- the arctic sun alerts for low flow and also compensates for low flow by increasing the temperature difference of patient to water. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting low flow alarms 01(patient line open) and 02 (low flow) in an arctic sun device. The patient was currently in normothermia, targeted temperature (tt) was 36.8c, patient temperature (pt) was 36.7c, water flow rate (wfr) was 1.6 l/min, and water temperature (wt) was 36.1c. Nurse stated they were tried disconnecting and reconnecting the pads. Confirmed with nurse they had four pads connected; they were not sure which size pads. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6.9psi, and circulation pump command (cpc) was 49 percentage. Had nurse straighten all pad tubing, confirm no kinks or bends, and informed nurse to attach one pad at a time holding only the blue tubing and not the clear plastic clamps. Nurse attached all four pads. Confirmed audible clicks, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -2.9psi. Nurse confirmed patient went to CT scan at some point, noted a lot of bubbles in the clamps. Suggested nurse swap the pads out, current pads lot# ngjp0869. Recommended holding onto pads at nurses' station to return for investigation. Walked nurse through disabling manual control. Encouraged nurse to call back with any issues. Per follow up information received via phone on 02dec2024, spoke with rn, who confirmed the pads were exchanged and this resolved the issue. Stated there were some bubbles in the line directly after connecting the new pads, but these resolved after a minute. The nurse educator informed the team this was normal. They were unsure of the pad status.

Event description:
It was reported that the nurse stated they were getting low flow alarms 01(patient line open) and 02 (low flow) in an arctic sun device. The patient was currently in normothermia, targeted temperature (tt) was 36.8c, patient temperature (pt) was 36.7c, water flow rate (wfr) was 1.6 l/min, and water temperature (wt) was 36.1c. Nurse stated they were tried disconnecting and reconnecting the pads. Confirmed with nurse they had four pads connected, they were not sure which size pads. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6.9psi, and circulation pump command (cpc) was 49 percentage. Had nurse straighten all pad tubing, confirm no kinks or bends, and informed nurse to attach one pad at a time holding only the blue tubing and not the clear plastic clamps. Nurse attached all four pads. Confirmed audible clicks, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -2.9psi. Nurse confirmed patient went to CT scan at some point, noted a lot of bubbles in the clamps. Suggested nurse swap the pads out, current pads lot# ngjp0869. Recommended holding onto pads at nurses station to return for investigation. Walked nurse through disabling manual control. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.